Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample was provided to our quality team for investigation. Upon visually inspecting the product, particles are observed on the stopper, verifying the reported concern. Characterization testing identified the particle is potentially a human hair. Given the viscous appearance and other visual characteristics, it is not believed to be a hair strand. Based on the results, a conclusive finding cannot be determined at this time. A device history review was performed for the reported lot 2305101; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Based on our investigation, we are unable to identify the specific origin of the particle at this time.

Event description:
Description: foreign matter. Event details: staff patients noting greyish slither within body of syringe. Samples have been kept. Occurred before use.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.